Event description:
It was reported that the right ventricular (rv) lead's lead integrity alert alarmed twice. The lead was found to have oversensing and it was noted to have a dispersion in the measurements since the first days of may with the tip to ring rv impedance. It was also noted that the lead had a warning of the scv (superior vena cava) impedance was high and a lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device and analyzed. Analysis revealed that the lead integrity alert was triggered. There were two patient alerts for lead failure predictor on (B)(6) 2012, 17:17:41 and (B)(6) 2012, 23:26:43. There was a sensing of interference/noise as the ventricular short interval count v-sic equaled 71.4 counts avg/day, in 1.85 days, between (B)(6) 2012, 12:10:37 and (B)(6) 2012, 08:32:32. The resistance/impedance increase issue as the weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance equaling 437 to 1520 ohms peak between (B)(6) 2012. There was also high resistance/impedance as there was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012, 21:00:04. And the daily hv- lead impedance trend data shows a spike increase for svc defib equaling 60 to 254 ohms peak between (B)(6) 2012, then returning to 58 ohms on (B)(6) 2012. The full lead was also returned, analyzed, and the distal conductor was fractured. It was also noted that defibrillator conductor was fractured, the proximal conductor was fractured, the distal conductor was distorted, the defibrillation conductor was distorted and fractured (overstress), the outer tubing overlay melted, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.